Event description:
Customer reportedly obtained results of 70 mg/dl, 96 mg/dl, 173 mg/dl within 10 minutes on the same device. Caller was unsure that any actions was taken, based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.